Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (dosage, route, frequency, and duration not reported) for the peritonitis event. Action taken with therapy was not reported. At the time of this report, it was unknown if the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.